Manufacturer narrative:
Date of postoperative pain and loosening of the device is unknown. This report is for one (1) unknown radial head. Part and lot numbers are unknown. Without the specific part number, the UDI is not available. Implanted approximately 2 years ago; exact date is unknown. Without a lot number, the device history record review could not be requested. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery approximately two (2) years ago, for treatment to the radial head bone. Patient was implanted with one (1) radial head implant and one (1) radial stem implant. On an unknown date, post-operatively, patient fell. Patient was experiencing postoperative pain prior to the fall, but did not seek treatment. After patient fell, the patient's pain level increased substantially, and the patient returned to the surgeon. X-rays taken on an unknown date showed a possible loosening of the implant, and a possible void at the stem of the implant. Patient was returned to the operating room on (B)(6) 2017 for explant and revision surgery. During the explant procedure, the surgeon noted that the prosthesis was loose and was manually removed without the use of instrumentation. It was also noted that the surface of the implant was rough 'like sandpaper'. Surgeon revised the patient to a biomet implant. No fragments were generated during implant removal. Revision surgery was completed successfully with no surgical delay. Patient is reported in stable condition. This report is for one (1) unknown radial head this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
A returned unknown titanium straight radial stem and unknown radial head were reported to have been revised and explanted due to pain and postoperative loosening. This complaint condition has been investigated and resulted in recall and the voluntary product removal of the radial head prosthesis system. The issue has already been identified and appropriate actions have been taken to address the issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.